Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This is 2 of 2 medwatch reports regarding this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia due to the difference between sensor glucose and blood glucose reading. The customer had an emergency medical service visit at home for the treatment of hypoglycemia and was hospitalized for less than 24 hours. The customer reported a blood glucose value of 31 mg/dl. The event involved product(s) mmt-397a, mmt-1884, mmt-7040a, mmt-332a. Troubleshooting was performed and the customer didn't take medication such as acetaminophen, paracetamol, or hydroxyurea (also known as hydroxycarbamide). The difference was not with in target range. The customer also mentioned that the pump was over delivering. There was physical damage to the pump, a cracked case battery compartment, crack on the case towards the battery tube side and the round button of the pump keypad was damaged. The customer has been using the insulin pump system within 48 hours of a reported low blood glucose event and auto mode was not active at the time of the incident. No further patient complications were reported. No product return is required for mmt-397a. Customer will discontinue the use of insulin pump. Mmt-1884 was requested and customer response was the device will be returned. No product return is required for mmt-7040a. No product return is required for mmt-332a.